Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7097669. Product family: scs-ipg-r-MRI upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 368538.

Event description:
It was reported that the patient experienced inadequate pain relief and non-target stimulation. It was also noted that the leads had high impedances. Database review did not identify root cause for patients reported issue, however, did identify two high impedance contacts in port d. The patient underwent a revision procedure wherein one lead and ipg was replaced. The patient was doing well postoperatively and the explanted device components were not returned.